Event description:
Total gastrectomy - "according to the surgeon, he noticed air leakage from the port in the middle of the procedure. After being retrieved from the hospital, sales rep found a small tear in the septum seal."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that a small piece of the septum had been dislodged and was not returned with the unit. No other damages were noted. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our initial / final report.